Event description:
Eroded vaginal mesh removed. This was an apical predominant prolapse with erosion of mesh tendrils across the anterior vaginal wall from the urethra to the mid anterior vaginal wall. The mesh was in the vaginal wall and it was very difficult to preserve the anterior vaginal epithelium. There seemed to be some residual mesh from a well incorporated portion of a sling under the urethra.what was the original intended procedure?mesh removal.